Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the isolation beak was broken. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear and improper handling of the affected device by the user, such as a mechanical overstress such as a fall, a blow, impact or similar. Olympus will continue to monitor field performance for this device.